Event description:
Boston scientific crm received information that this right ventricular lead was surgically abandoned due to a lead fracture. The pacing system analyzer showed r-waves of 9.3mv and thresholds were low at .8 at .5ms. Impedance measurements were 965ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and is currently in analysis. When additional information becomes available, this event will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned. A visual observation confirmed the helix was extended and stretched with tissue present. Dried blood had infiltrated throughout the lead lumen. The insulation appeared stretched between the helix housing and anode ring. The cathode conductor coils were fractured at 155mm from the terminal pin, just distal to the suture sleeve. The lead was subject to resistance testing and did not pass, confirming the electrical performance of the lead was not intact. Laboratory testing confirmed the allegation of lead fracture and increased impedances due to the cathode coils being fractured most likely due to the suture sleeve tie down.